Manufacturer narrative:
(B)(4): serviced by medteck.

Event description:
It was reported that the foot end of the cot dropped to the ground due to a depressed head end lever. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.